Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify device deficiency data anomaly due to buttons not responding. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer did not have any data on carelink pro older than two weeks. There was sensor data but no insulin data, and otherwise data was missing. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.